Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient in (B) (6) contacted lifescan (lfs) to report the one touch ultra 2 meter was displaying the 'apply sample' icon after blood sample application to the test strip. On march 29, 2010, the technical service representative spoke with the patient to obtain and verify information. On (B) (6) 2010 at 10:30 pm, the patient obtained the 'apply sample' icon on the reported meter after correct blood sample application to the test strip; she did not obtain a blood glucose reading. The patient took her usual dose of lantus insulin ten units. On (B) (6) 2010 at approximately 8:30 am, after breakfast, the patient experienced the symptoms of being 'very thirsty', fatigue, confusion, and she felt hyperglycemic. While symptomatic, the patient attempted to test her blood glucose level with the reported meter, but did not obtain a reading due to the meter issue. The patient went to her pharmacist, who tested her blood glucose level to be 300 mg/dl. The patient did not receive any medical attention or treatment. The patient's expected blood glucose readings at the time of night range from 150 mg/dl to 250 mg/dl. The patient takes humalog insulin with meals on a sliding scale, and lantus insulin ten units at bedtime. Troubleshooting revealed the patient's testing technique was correct and the test strips correctly drew in the blood sample. The issue was not resolved. The meter was replaced. The patient allegedly suffered symptoms suggesting severe hyperglycemia and her blood glucose level was 300 mg/dl after she was unable to test her blood glucose level due to the reported meter issue. Therefore, this complaint is being reported.